Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that "the first device "[cardiac resynchronization therapy defibrillator (crt-d)]" system perforated my heart and was removed". It was further reported that the patient had a device system implanted but returned two hours following discharge with severe pleuritic chest pain and a ¿shocking¿ sensation. The patient was re-hospitalized, and the echocardiogram showed a very small fluid collection. It was noted that approximately two days prior, the patient had a computerized tomography (CT) scan that showed a perforation of the right ventricular (rv) lead through the anterior apical portion of the heart. On the day of rehospitalization, a larger pericardial fluid collection was observed. Incisional discomfort, pleuritic pain, and some constipation were noted. In the morning of the day following re-admission, rv lead puncture with pericardial effusion, worsening chest discomfort, fatigue, and shortness of breath were noted. It was discovered that the rv lead exhibited low impedance and high thresholds. A transesophageal echocardiogram (tee) was performed, and the patient¿s ejection fraction had decreased. A plethoric inferior vena cava and increased size of the pericardial effusion were noted. The patient was restarted on a beta-blocker as they were getting more tachycardic p possibly due to the pericardial effusion but also possibly beta-blocker withdrawal. Additionally, it was noted that the his lead that was plugged into the left ventricular (lv) lead port, had pulled back. Two days following readmission, the patient had another procedure in which the rv lead perforation was confirmed. High thresholds were noted on the his lead and the his lead was explanted and replaced. The rv lead was explanted and replaced. However, the physician placed a pursestring suture around the lead prior to removal. When the lead was withdrawn, there was significant bleeding, leading to closure of the pursestring with excellent homeostasis. The patient had a significant hemopericardium with mild-to-moderate tamponade at the time of the procedure. Drains were placed to reduce effusion. Following the procedure, the patient had pleuritic chest pain with the pericardial and pleural tubes. The day following second procedure, somewhat volume overloaded and diuresis initiated by CT surgery was noted, along with elevated hepatic enzymes presumably due to congestion. The next day, a chest x-ray was done and a very small pneumothorax was noted. The drains were discontinued and the patient was discharged. At the time of discharge, it was noted that the pericardial effusion had resolved but the patient was fatigued and had some discomfort at the surgical sites. Approximately a month following the second procedure, the patient noted some chest discomfort and shortness of breath with exertion. Additional medication changes were made. No further patient complications have been reported as a result of this event.